Manufacturer narrative:
The analysis was performed on a cobas s201 instrument (serial number: (B)(6)). The investigation determined that the kit s201 t-scrn mpx v2.0 96t ce-ivd assay performed within specifications. A review of the target growth curve for hcv indicated late, minimal amplification near the limit of detection (lod) of the assay. Positive control growth curves and internal controls confirmed robust and sigmoidal performance, indicating the assay was functioning as intended. Results near the lod may waver between reactive and non-reactive, which is expected behavior. In this case, the clinical context, including a non-reactive repeat test and non-reactive serology, suggests the sample may represent a window period with a viral concentration near the lod. The device remained in operation at the customer site, and no further investigation was deemed necessary.

Event description:
The initial reporter alleged an unexpected reactive result for hepatitis c virus (hcv) using the kit s201 t-scrn mpx v2.0 96t ce-ivd assay on the cobas s201 instrument. On (B)(6) 2021, the customer obtained a reactive result for hcv with a cycle threshold (CT) value of 44.1. On (B)(6) 2021, the same sample was retested and yielded a non-reactive result. Serology testing for the sample was non-reactive in all instances. The sample was identified as maternal blood from a cord blood bank.